Event description:
It was reported that the patient presented in clinic for a device check. Device interrogation revealed that the right atrial (ra) lead exhibited loss of capture at maximum output. Fluoroscopy performed during a scheduled ra lead replacement procedure confirmed that the ra lead had pulled back. After the device pocket was opened, the physician visually noted that the outer insulation of the right ventricular (rv) lead was breached but the rv lead was functioning normally. The ra lead was capped on (B)(6) 2026; both the ra & rv leads were not replaced. The physician elected to program the device to vvi until a lead extraction procedure can be scheduled. The patient was in stable condition.